Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed pump error alarm. The customer¿s blood glucose level was 264 mg/deal at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was assisted with the self test and test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the pump history due to open trace. Software low level failures found in the pump history due to software error.